Manufacturer narrative:
Device has not been returned for evaluation.

Event description:
It was reported that blood leakage was observed from the connection between dpt and three way stop cock during use. No patient complications were reported.